Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/15/2021. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: * what is the current condition of the patient? All answers above are unobtainable. Once there is any update, we will update the information. Investigation summary : actual customer complaint sample or same batch representative sample are not returned. Same batch manufacturer retained sample evaluated for [appearance] and [tensile strength] per current version of (B)(4) and no issue found, detail testing data please refers to investigation plan. DHR reviewed and no issue found. The root cause of this complaint can¿t be determined, this complaint data will be kept for trend analysis.

Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that the patient underwent total vaginal hysterectomy, anterior and posterior vaginal wall repair in our hospital from 10: 25 to 12: 20 am on the day of surgery due to iii degree uterine prolapse and iii anterior and posterior vaginal wall bulging. During the operation, when sewing the left para-uterine vessel, the suture broke, resulting in unstable ligation and blood oozing of the blood vessel. The suture was replaced and sutured again. When the anterior and posterior wall of the vagina was repaired, the suture broke when the bladder fascia was sutured with purse string suture. The suture was replaced and ligated again, and the operation was completed with another like device. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the current condition of the patient? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2021-10933.